Event description:
On 09/09/2025, a sales representative reported via phone that an ar-3730sp double loaded knee fibertak® anchor bent completely inside the guide and did not deploy. This occurred during a biceps tenodesis on (B)(6) 2025. Another ar-3730sp double loaded knee fibertak® anchor was used to complete the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided. (B)(4). Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. Fastak and fibertak suture anchors only: it is important to stop drilling as soon as the chuck contacts the guide or grasper. Failure to do so may result in damage to the suture and/or implant. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.